Event description:
Primed successful. Did a 10 second test on medium cutting working fine. Two minute later dr began procedure, stepped on the peddle and no audible noise was heard. They checked the plugs and cycled through the column and nothing happened. Handpiece was replaced.

Manufacturer narrative:
The unit was not available for return. An evaluation of the alleged complaint product was not possible. Insufficient information for a complete investigation. The DHR for lot 08413-13 ws reviewed. The part met manufacturing specifications prior to release adn there were no issues related to the complaint. There were (B)(4) units released from lot 08413/13. A review of lot history showed that there were (B)(4) total complaints from this lot that failed for functionality. This lot has a failure rate of (B)(4).